Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient will be revised to address pain which is suspected to be a result of her mom replacement and elevated metal ion levels. Revision is scheduled.